Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a root canal 6 months ago and they can no longer continue aligner treatment per their orthodontist. Patient provided a letter of recommendation. The letter states patient presented to the office with concerns with tooth #8 due to discoloration. Patient was informed that they needed root canal therapy and internal bleaching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.